Manufacturer narrative:
H10 additional manufacturer narrative: e1: customer facility contact name was not provided. Customer facility phone number is (B)(6). H3, h6: siemens has initiated a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available upon completion of the investigation.

Event description:
On 2023-07-03, the manufacturer was informed by its service organization that x-ray release was not possible using the artis q ceiling system. Additional information was received on 2023-07-20 (new awareness date) that the failure occurred during an emergency procedure and the patient had to be relocated to an alternative system to finish the medical procedure. The patient fell into a shallow coma. After the operation, the patient's vital signs were stable. After an inquiry to the customer, it was confirmed that the operation was successful, and the patient is no longer in a coma.

Manufacturer narrative:
Siemens healthcare completed the investigation of the reported issue. The investigation was performed on expert discussions (considering complaint description, customer service reports, system history, and system log files. During an emergency procedure the message ¿no x-ray, tube too hot¿ was displayed on the monitor and x-ray release was not possible. According to the available information, the patient was in a shallow coma at the time. As a result, the procedure was continued and successfully finished using an alternative system. No health consequences to the patient were reported as a result of this event. A power cycle, performed by the user, resolved the issue at hand. Unfortunately, both an on-site service intervention and the detailed investigation of the log files did not provide a clear picture of how this error occurred. The corresponding error message displayed to the user usually indicates intensive x-ray use or reduced/defective cooling. However, neither could be confirmed by the log file analysis. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.